Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high ketones and high blood glucose of more than 300mg/dl. It was stated that the customer passed out while being at work and then she was taken to the hospital. It was mentioned that the customer was experiencing high blood glucose for the past three days. The grandmother did not have the insulin pump available to troubleshoot. No further info was provided.